Event description:
It was reported that this patient with an implantable pacemaker was recently evaluated in-clinic due to recent over-sensing on both the right atrial (ra) and right ventricular (rv) leads. This over-sensing was reproducible in-clinic, and it was suspected to be the result of myopotential artifacts. Due to the age of both the leads, the physician hypothesized that the lead insulation was potentially damaged. As the patient is pacemaker-dependent, the physician scheduled a rv lead surgical revision procedure in the next two months. There was no evidence of pacing inhibition or asystole. Both the ra and rv leads are not boston scientific products. At this time, the system remains implanted and in-service. No adverse patient effects were reported.